Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical generator was used in 2008. According to the complainant, "the unit works for a while, then loses power." And, "in order to restore the unit, the power switch must be cycled on and off." Reportedly, the procedure was completed with a different device (unk product / MFR). There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device manufacture date is unk. The reported malfunction has been confirmed in the field by a bsc sales rep. The cause of the electrical failure has not been determined.